Manufacturer narrative:
Implant date: (B)(6).

Manufacturer narrative:
Additional information was received that the pain below the pocket site has subsided.

Event description:
A report was received that the patient was experiencing pain below the ipg site occurring whether stimulation was on or off. The physician confirmed the pain was not abnormal and could occur. The patient was reprogrammed and given pharmaceuticals which decreased the pain.

Event description:
A report was received that the patient was experiencing pain below the ipg site occurring whether stimulation was on or off. The physician confirmed the pain was not abnormal and could occur. The patient was reprogrammed and given pharmaceuticals which decreased the pain.